Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized for blood glucose levels over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also reported that the customer usually experiences irritation, itching and pain at the insertion sites. Advised to try samples of other infusion sets. Nothing further was reported.